Event description:
It was reported by the pt that the radiopaque bone cement failed and prosthesis is allegedly loose. In 2002 pt was diagnosed as tibial prosthesis loosening, by bone scan at the hospital. Original implant surgeon refuses to admit it is loose and the pt's condition is unconfirmed at this time.